Event description:
It was reported that while using the bd facslyric¿ that the probe was dripping. The following information was provided by the initial reporter: probe dripping. 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? No. 3. Was there spray of liquid under pressure? No, only one/two drops at low pressure for any acquired sample. 4. What was the fluid that leaked? Facsflow solution probably but not sure mixes to sample. 5. Did biohazard leak before or after waste line? Before. 6. Was the waste mixed with decontamination/bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No. 8. Where did the physical contact of fluid occur? No physical contact. 9. What personal protective equipment(ppe) was being used during the occurrence? Gloves, mask and shirts. 10. Was there any impact to patient samples due to leak? No. 11. Was customer /bd personnel harmed/injured? No. 12. What is the current medical status? No medical status occur.

Manufacturer narrative:
H.6 investigation summary investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, and serial # (B)(6) problem statement: the customer reported a complaint regarding the probe dripping on (B)(6) 2022, which can affect results from contamination or may lead to biohazard exposure. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue with part # 663029. Date range from 16nov2021 to date 16nov2022. Device history record (DHR) review: DHR part # 663029, serial # (B)(6), file #(B)(4) was reviewed. The instrument met all the manufacturing specifications prior to release. Complaint history review: there are 4 complaints related to the issue of probe (sit) dripping or leaking for part # 663029. Date range from 16nov2021 to date 16nov2022. Returned sample analysis: a complaint sample was not requested to be returned because no parts were replaced. Service history review: review of related work order #: (B)(4); case # (B)(4). Install date: (B)(6) 2022. Defective part number: work order notes: subject / reported: 663029 - facslyric 3l12c instrument ceivd - drip from the probe problem description: dripping from the probe. Work performed: the reported problem refers to the past few days and today the drip did not recur. Control of the drain and washing line with h2o, operation of the pinch valve and the p3, nothing to detect. Cause: none. Solution: the reported problem refers to the past few days and today the drip did not recur. Control of the drain and washing line with h2o, operation of the pinch valve and the p3, nothing to detect. Parts replaced: n/a. Labeling / packaging review: n/a. Risk analysis: risk management file part # 10000063058ra, rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Azure ID: (B)(4). ID: (B)(6). Reg status: ivd; ruo . Hazard: exposure to biological sample. Cause: back drip from injection port. Harmful effects: wrong results by cross contamination. Residual probability: 1 . Residual severity: 3. Residual risk index: 3. Residual risk evaluation: a. New hazards: none. Potential causes: based on the investigation, the potential cause of the probe dripping could not be determined. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax, the potential cause of the probe dripping could not be confirmed nor determined. When the fse (field service engineer) went to the customer¿s site to investigate, the issue could not be duplicated and found no cause of the drips from the sit. The fse conducted a system check and the instrument was running as expected, with no repairs performed. No customer was injured to any harmful exposure. No erroneous results were reported to a clinician, nor was a patient harmed or injured from diagnosis. The safety risk of this hazard has been identified to be within the acceptable level. Conclusion: based on the investigation, the complaint was not confirmed and the potential cause of the probe dripping could not be determined. The fse found no technical issues with the instrument it was running as expected. No erroneous results were reported to clinicians and no patients were harmed due to this issue. The safety risk of this hazard has been identified to be within the acceptable level. Based on the investigation results, a CAPA is not required because there was no impact to customer and patient health or safety. Supporting document: n/a.

Event description:
It was reported that while using the bd facslyric¿ that the probe was dripping. The following information was provided by the initial reporter: probe dripping. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? No. Was there spray of liquid under pressure? No, only one/two drops at low pressure for any acquired sample. What was the fluid that leaked? Facsflow solution probably but not sure mixes to sample. Did biohazard leak before or after waste line? Before. Was the waste mixed with decontamination/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No. Where did the physical contact of fluid occur? No physical contact. What personal protective equipment(ppe) was being used during the occurrence? Gloves, mask and shirts. Was there any impact to patient samples due to leak? No. Was customer /bd personnel harmed/injured? No. What is the current medical status? No medical status occur.

Manufacturer narrative:
The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.